Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted a reaction bath failure error after quality control (qc) was out. The customer performed a look back and noted that one patient sample was affected. Siemens reviewed the information and noted the quality control (qc) was in range on the day of the event, and the test result was marked with a temperature error flag. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and noted the thermistor was not heating the reaction rings to the specified temperature. The cse replaced the incubation ring thermistor, performed daily maintenance, and completed an autocheck to verify the performance of the atellica ch 930 analyzer. The cse noted no issue and returned the analyzer to the customer for calibrations and qc testing. Siemens is investigating the event.

Event description:
The customer obtained a discordant falsely depressed creatine kinase (ck_l) result on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The customer used the same sample tube and an alternate atellica ch 930 analyzer to perform repeat testing. The customer noted the repeat result was higher and considered to be correct. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed creatine kinase (ck_l) result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00226 on 22-sep-2021. Additional information (28-sep-2021): siemens reviewed the information provided and concluded that the potential cause of falsely depressed creatine kinase (ck_l) result on a single patient sample is due to a malfunctioning incubation ring thermistor. The siemens customer service engineer (cse) replaced the failed thermistor and verified the atellica ch 930 analyzer and assays were performing as expected. The analyzer is operating as specified, and no further evaluation of the device was required.